Manufacturer narrative:
This device is not available for testing and evaluation. Review of the manufacturing documentation associated with this lot# f2033903 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure devices (vcd) did not fully deploy. Manual pressure was held to achieved hemostasis. There was no reported patient injury. As per the sales rep, the closure specialist observed that the product was prepped and deployed properly. The device will be returned for evaluation together with the 13 unused devices.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. As reported, the sealant of a 5f mynxgrip vascular closure devices (vcd) did not fully deploy. Manual pressure was held to achieved hemostasis. There was no reported patient injury. As per the sales rep, the closure specialist observed that the product was prepped and deployed properly. The product was not returned for analysis. A product history record (phr) review of lot f2033903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information availible suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.